Event description:
It was reported by the rep that the (1) atw35 and the (4) tr35w were used during a laparoscopic splenectomy procedure. It was reported that the device had been fired (3) times successfully. On the fourth firing, the surgeon reported that the device closed on the tissue correctly, but felt different when he fired it. When the opening button was pushed, the tr35w reload fell out inside the pt. The vessel that it was being used to transect began to bleed. The bleeding could not be resolved laparoscopically and the pt had to be opened. There was an extended o.r. Time.